Event description:
A dialysis facility reported a "first use" syndrome to the dialyzer. The pt started dialysis and the pt had an episode of unconsciousness and was transported to the hospital by ambulance. In speaking with the reporter it was learned that the pt had started treatment when at 18 minutes into the treatment the pt had a rapid drop of bp, nausea, shortness of breath and was observed to have a brief episode of eyes rolling back, small jerky movements, and unresponsiveness. The pt was noted to be sweating. The staff stopped ultrafiltration and placed the pt on his side. The blood pressure at that time was 66/41 and a pulse of 113. The pt received an approximate 600 ml saline bolus and the blood was returned. Paramedics were notified. The pt was alert, however somewhat incoherent and murmuring and unable to focus with eyes. The blood pressure was noted later to be 128/62 and the pt is now able to talk. The pt was transported to the ER for further eval. There is no sample. The pt now continues dialysis with use of a gambro dialyzer without further incident. Of note: it was reported that the pt had been receiving dialysis with use of this product for approximately one year.

Manufacturer narrative:
(B)(4). Of note: additional info has been requested in order to clarify if the pt was discharged after this incident. It was reported that the pt was admitted to the hospital for a admitting diagnosis of hyperkalemia on (B)(4) 2011; however, there is no info in that report that references any recent dialyzer related event.